Event description:
The enlite system caused fat cells to die, the product was used three times, the product caused permanent loss of fat cells, such that the imprint of the device was left on the belly.